Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube usage if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube replacement. On an unknown date the patient developed a stoma infection and required systemic treatment with (augmentin)amoxicilline + clavulanic acid 1 gr 2x per day and cipro 500 mg 2x's per day by (B)(6) 2017 the stoma infection had recovered.